Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose, suspend before low does not work, and a crack on the reservoir tube side. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products unomedical, mmt-332a, unk_sensor, and mmt-1884. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer was used the auto mode feature at the time of the event or not. The crack was impacted the pump's functionality. No further patient complications were reported. No product return is required for unomedical, mmt-332a, and unk_sensor. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 20-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with suspend before low alert using the glucose sensor simulator with test guardian link and the alert functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.7 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. No crack case on the reservoir compartment noted. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. Cosmetic damage at the reservoir tube (crack) was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for suspend before low does not work. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.